Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implant date: (B)(4) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent loss of capture was noted on the epicardial left ventricular (lv) lead on presenting electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.